Event description:
It was reported the single use mechanical lithotriptor distal end guidewire tip fell off. The issue occurred during a therapeutic biliary duct lithotripsy and was completed using an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. Updated fields: d8, h2, h3, h4, h6, h11 the device was returned for evaluation and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a load exceeding the guidewire tip¿s tolerance was applied, causing the guidewire tip to detach. Olympus will continue to monitor the performance of this device.

Event description:
No additional information received from the customer.